Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
61 - the harmonic ace instrument has been returned and evaluated by the failure analysis team. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the instrument to have a broken blade. The blade broke at roughly 0.087¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to user mishandling/misuse. A review of the device logs for the harmonic ace (part# 480275-08 / lot/serial# (B)(6)) associated with this event has been performed. Per this review of the logs, the harmonic ace was last used on (B)(6) 2020 via system serial# (B)(6). There were 0 uses remaining after this last usage. This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage.

Manufacturer narrative:
(B)(4). The full instrument lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of the harmonic ace instrument broke and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of the harmonic ace instrument broke and fell inside the patient. The fragment was retrieved with no adverse outcome. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room (or) nurse and obtained the following additional information: all fragments were retrieved because they were visually identifiable. No post-operative tests were performed to check for remaining fragments. The instrument was in use for about 20 minutes prior to the issue. The instrument was inspected prior to use. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was never removed prior to the breakage. Upon the final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or any other damage to the instrument after the event occurred. There was no injury to the patient. The patient has not returned to the hospital due to experiencing post-surgical complications related to retaining a foreign object. No photographic images or video recording of the procedure was available for isi review.